Manufacturer narrative:
Analysis found error code 15 and the device was not working at all. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a handpiece overheated. There was no patient impact.